Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample were confirmed to exhibit the reported failure. Visual evaluation of the returned sample noted one opened (with original packaging), used dignishield. Visual inspection of the sample noted the white irrigation port and the inflation port disconnected/ detached from the dignishield. The photo sample provided shows the white irrigation port came and the inflation port off. This does not meet specification which state that "detached catheter arms (flush, inflation, & irrigation) are not allowed". A potential root cause for this failure mode could be ¿missing adhesive due to incorrect and/or not clear manufacturing instructions." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution, consult accompanying documents. There is a potential risk of misconnections with connectors from other healthcare applications, such as intravenous gastric applications. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Indication for use: the bard® dignishield stool management system with odor barrier properties is intended for fecal management t by diverting and collecting liquid or semi liquid stool to minimize skin contact. Warning: do not use if package is damaged. Do not use improper amount or type of fluids or irrigation flush do not over inflate retention cuff." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that a digni shield stool management system was inserted on june 19th, and the white irrigation port came off on june 21st. On june 24th, the inflation port came off, causing water to drain from the cuff. The device was replaced on june 26th.

Event description:
It was reported that a digni shield stool management system was inserted on (B)(6), and the white irrigation port came off on (B)(6). On (B)(6), the inflation port came off, causing water to drain from the cuff. The device was replaced on (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.